Manufacturer narrative:
Sections with additional information as of 26-oct-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation - customer returned only 1 test strip, unable to test. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in process. Note: manufacturer contacted customer in a follow-up call on 14-sep-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 257mg/dl. Customer also stated she had obtained back to back test results of 257mg/dl and 120mg/dl; customer was not using the proper testing technique. The customer¿s expected am fasting blood glucose test result range is 80-100mg/dl and expected pm fasting blood glucose test result range is 130-150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 113mg/dl 124mg/dl using true metrix meter; customer was satisfied with the results obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/19/2023 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).